Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The sample was returned and photos were provided. Based on the photo review, the investigation is confirmed for a leak, as blood could be seen beading out of the implanted graft. The coloring and translucent appearance of the graft could indicate a break in the graft's hydrophobic barrier. Per the reported details, the graft was flushed. Per the IFU (instructions for use), "exposure to solutions (e.g. Alcohol, oil, aqueous solutions, etc.) May result in loss of the graft's hydrophobic properties. Loss of the hydrophobic barrier may result in graft wall leakage. Preclotting of this graft is unnecessary." Therefore, the probable root cause is likely user related. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.

Event description:
It was reported that during treatment of an upper leg, a bypass vascular graft was leaking. The procedure was successfully completed. There was no pt injury reported.